Event description:
As reported, approximately two months post initial tka, patient had a revision due to prosthesis wear. No additional information available.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) the most-likely underlying cause for the revision reported cannot be determined from the reported information but may be related to infection, prosthesis wear, inclusion of the polyethylene component in the packaging recall or may have been an index surgery for the contralateral knee. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.